Event description:
On december 11, 2023, senseonics was made aware of an incident where the user repeatedly received no sensor detection alerts after her new sensor insertion procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
No sensor detected alert was first presented to the customer on (B)(6) 2023, first day of insertion. The customer complained that she hadn't been able to find any signal since she got the newest sensor inserted. When asked to go to the placement guide, the signal only shows no signal.review of the alert history confirmed that the user occasionally had frequent (>20) no sensor detected alerts per day. The returned sensor showed a steady signal in the placement guide in the app, with no sensor detection alerts (ec6) observed, ranging from excellent to low signal as the transmitter was placed right against the sensor to 12 mm away. Therefore, the no signal from the customer's complaint could not be verified. No malfunction was observed with the sensor to transmitter connection. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site or the sensor was inserted too deeply. B4.date of this report 30 april 2024. G3.date received by the manufacturer? 05 march 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.